Manufacturer narrative:
The root cause was due to a damaged tube of the cuvette washing station (component failure). The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The phos2 reagent lot number was 805643 with an expiration date of 30-sep-2025. The field service engineer found a suction failure (residue water was observed after cell cleaning, overflow to an adjacent cell, and deterioration in the vacuum line of the cleaning mechanism). He replaced the rinse tubes and confirmed that no water remained in the cell after measuring the cell blank. He then performed a mechanical check and qc and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with phos gen.2 (phos2) assay on a cobas 8000 c702 module. Initial result: 51.43 mg/dl (tested on c702 unit 2). Repeat result: 143.7 mg/dl (tested on cobas c702 unit 1). No questionable result was reported outside the laboratory.